Event description:
In 2005 patient's spouse noticed that the patient was incoherent and then tested patient's bg at approximately 4:00 pm. The result at this time was 84 mg/dl on the advance meter. Patient's spouse called the paramedics and they arrived at approximately 4:08 pm. Paramedics proceeded to test their bg and the result was 22 md/dl. The patient was transported to the hospital.